Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had air bubbles in reservoir. Customer's blood glucose was not reported. Customer reported of going skiing and inquired if high altitude could have contributed to air bubbles. It was reported that the higher the elevation the higher customer's blood glucose got. Customer was advised to refill reservoir at higher altitudes and also adjust when at lower altitudes.